Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000487, bi71000515. A manufacturer representative went to the site to test the equipment. It was reported that no x-ray was produced when fluoro button was pushed. The interface board was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that no x-rays are being produced by the system. No patient involved.